Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant medical products: a mentor memorygel breast implant 300cc , catalog number 3503001bc, serial number (B)(4), lot 6450891. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced capsular contracture baker grade IV on the left breast implant. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the diagnosis of capsular contracture baker grade IV on the left breast implant was confirmed by the healthcare professional on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).